Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device data memory was received and analyzed. Analysis revealed that the device detected for supra ventricular tachycardia (svt). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld ventricular tachycardia (vt) therapy for the patient¿s true vt. The ICD was classifying slow vt events as supra ventricular tachycardia and was not administering therapy. The patient¿s healthcare provider called medtronic technical services for support and the ICD was reprogrammed per the recommendation of technical services. Later that evening, the patient went home and was inappropriately treated for vt with several therapy shocks. The patient was admitted to the emergency room (ER) and the ICD was reprogrammed appropriately for the patient¿s need. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.